Event description:
During endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni ercp catheter to cannulate the papilla. During the cannulation attempt, a wire extending out of the catheter near the distal end reportedly caused scratches at the papilla and some blood was detected. The catheter was removed from the endoscope and the procedure was completed with a new device. The initial reporter indicated a patient death or injury did not occur. Although scratches and some blood were detected, the patient did not require medical intervention, hospitalization, or prolonged hospitalization. No additional medical procedures were required due to this occurrence. Other than the reported scratches and detection of some blood, the patient did not experience andy additional adverse effects due to this observation. A foreign object did not have to be retrieved from the patient. This ercp catheter contains an inner wire that is fully enclosed inside the catheter tubing. The purpose of this enclosed inner wire is to provide catheter support during use. Based on the information provided, it is possible the reported wire that extended from the catheter is this inner wire. However, without the product to evaluate, we are unable to confirm if this is related to the inner wire of this ercp catheter. The inner wire is approximately 0.019 inches in diameter.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use for this device indicates hemorrhage is a potential complications associated with ercp. Prior to distribution, all fusion omni ercp catheters are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.